Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that two days before this report, the quick release remained attached, but the tubing detached from it when the patient got out of the shower. The patient thought he was getting insulin, but he was not. Therefore, his blood glucose level increased, and he changed into a new one and slowly, his blood glucose level came down. At the time of incident, patient's blood glucose level was at 300 mg/dl -400s mg/dl. The site location was side of buttocks and the pump was on the belt in the front. The infusion had been in use for about two days. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.